Event description:
It was reported that during a routine device replacement procedure, the setscrew was unable to be loosened to remove the electrode from the header of this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed troubleshooting options. The setscrew was unable to be loosened following troubleshooting. The device header was cut, however, the electrode was difficult to push out of the header. Mineral oil was used and the electrode was successfully removed. This device was explanted and replaced. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified scratches and dents on the device case. The set screw was found to be stuck in the up position and the header was broken apart from the device case. Only a small portion of the header was returned containing the set screw and terminal block. The device was unable to be subjected to automated testing due to the damage to the set screw and device header. Analysis concluded that the damage to the device was consistent with induced damage and analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.